Manufacturer narrative:
Failure analysis note the insulin pump had no button response and button error alarm due to moisture damage on keypad traces. There was no moisture damage noted on electronic. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer's blood glucose reading was 118 mg/dl. She stated the insulin pump was submerged under water when she fell in the lake. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.